Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one of the patient's leads exhibited all high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue. Additionally, the lead was visually confirmed to be fractured after being explanted.